Event description:
Damaged transformer housing - breach present cust stated that she bought her pnsa backpack - (B)(4), 1 yr ago and the transformer has come apart and she is no longer able to use it. The housing that plugs into the outlet has separated and the screws have fallen out and it separated into two parts.